Event description:
The facility contacted baxter (B)(4) to report an erypack y transfusion set that was found leaking at the level of the filter. It was reported that the transfusor leaked at the filter level during a re-injection of cells (autograft).the bag containing the graft was isolated by the welding of the tubing from the filter. The graft was partly transferred (300 ml - 15 ml) to a new bag and bacteriological controls were done. There was a patient involved, but there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). A sample was received for evaluation; however, the sample arrived contaminated and was discarded. The condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information or samples become available, a follow-up report will be submitted.